Event description:
An ipl machine was used on me for spider veins removal and either the technician is not educated in the machine or the machine has a defect but it left burn mark in my legs the technician told me it was a normal side effects but I google it and this was not a normal side effects it was a defect on the machine. I brought to their attention. I am awaiting their response.